Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose levels dropping down to 32 mg/dl. The omnipod personal diabetes manager (pdm) was not working properly the patient was delirious and angry. The paramedics were then called and the patient was taken the hospital. At the hospital, the patient was placed on an intravenous therapy of sugar and bloodwork was taken. The patient was released a few hours later.